Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 500 mg/dl. The customer had an issue with the tape not sticking. Customer was advised to monitor the issue and call back if the issue persists. Customer declined troubleshooting for the high blood glucose reading. The customer agreed to send back 4 infusion sets for analysis. The insulin pump will not be returned for analysis.